Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had an allergic reaction to nickel which resulted in an infection and subsequent pump explant. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.